Manufacturer narrative:
Concomitant medical products: add01 ipg, implant date: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were myopotentials on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.